Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that a burr tip broke during a microdisectomy procedure. There was no treatment or additional surgery performed as a result of this event. There was no patient impact.

Manufacturer narrative:
Visually, the tip of the bur broke off at the shaft which would have resulted in the reported event. The portion that became detached measured 0.74¿ long. The break configuration showed circular patterns which is consistent with torsional stress. By design, the shaft diameter is nominally 0.0350¿ which decreases to 0.0240¿ / +-0.0005¿ in the area corresponding the outer tube bend for clearance purposes. The actual measurement of the diameter in area of the break was 0.0241¿ which is within specification. A review of the global complaint data showed no other complaints for this lot number. There is an axial pull test performed however there are no torsional loads applied during manufacturing. There was no allegation of a defect prior to use. With no evidence to substantiate a manufacturing issue, the information most likely indicates inadvertent damage occurred as a result of a handling issue, such as activation of the bur while in close proximity to an unapproved material resulting in excess torsional loads. If information is provided in the future, a supplemental report will be issued.